Event description:
New info received: the rv lead was capped on (B)(6) 2017 and replaced due to oversensing issue. The patient was discharged the next day in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for a routine follow-up with noise. Review of the session records revealed lead noise. The noise was reproducible (intermittent) with movement. Possible cause of the issue is lead movement during the cardiac cycle. No programming changes were made or recommended. The patient will continue to be monitored.